Event description:
It was reported that upon interrogation this pacemaker was found reverted to operation in safety mode, which had caused the patient to twitch due to phrenic nerve stimulation. Subsequently, the patient was hospitalized and an emergent device change was performed. The device was planned to be returned to the distributer for analysis. No additional adverse patient effects were reported.